Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient not being connected when therapy initiated. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4) and (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The care giver (cg) stated that the home patient (hp) pressed go before getting connected to the hc, then he got connected. The technical service representative (tsr) explained the alarm and had the cg close all of the clamps then cycle the power to clear the alarm. The tsr advised to discard supplies and start over with new supplies. There was patient involvement, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.